Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe performed several lld checks in diagnostic software. The issue with well b2 was not confirmed. The instrument did post an error for position 4 multiple times. The fe replaced the tube lifter in position 4. He then successfully ran (B)(4) lld checks in diagnostics and (B)(4) software without error.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).